Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that patient had a full replacement of their interstim on (B)(6) 2018. Rep further stated that back in (B)(6) 2018, patient had fell in the shower and immediately after the fall, they patient noticed shocking and pain down their left lateral leg and over the sacral/low back area. They also noticed that some of the urinary retention returned however didn¿t keep a voiding diary. Patient did visit their healthcare professional (hcp) in (B)(6) 2018 and was instructed to turn the device off in which the pain went away. They did turn it back on a couple days later because of the full urinary retention. Patient went to the hcp again in (B)(6) 2018 and had reprogramming done but no matter what program they used, they still got the same shocking and pain down the left lateral leg and low/back sacral area. Patient was then scheduled for a full replacement. In the meantime, patient continued to use the device because it did help with the retention even thought it was quite painful. On the day of the replacement, impedances were checked and all within normal limits running at 1.0v, 210pw, and rate of 14. The replacement was performed. Post-op, patient felt stimulation vaginally at 1.2v, 210pw and rate 14 on configuration 3 (2-, 0+). Patient no longer experienced pain down their leg or sacral low back, and does have symptom relief. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient hasn't had luck with the ins; they are retaining and not peeing urine. They also don't get the sensation to pee and they stated the healthcare provider (hcp) thinks the patient needs an adjustment. A few months ago, they went to 1.4v and had it there for a few hours, but they started bleeding 3-4 days after they started bleeding. Two weeks ago, they did an ultrasound which showed they retained 250cc. The patient said they don't get the sensation to pee; they just go to bathroom and goes. The patient got nauseated and a real drenched sweat which started one week ago; they further had stomach pain and the inability to urinate five days ago. For the past couple of weeks, they haven't felt the vibration in their left hip and noticed not going to bathroom as much; they have also noticed that before. While at the emergency room (ER) the night prior to initial report, they retained 77cc of fluid. The hcp said they had inflammation at bladder and kidneys where retaining fluid. The patient has turned up for a couple hours but that's it. After turning their device down, the patient started bleeding. As a result of what was reported, the patient was instructed to follow up with the hcp to discuss a possible adjustment or to change programs. During the call, the patient further said they went to the ER the night prior to the report because they weren't urinating; they are on antibiotics. The patient said the amount they are putting in should be putting out. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ) (B)(4) was completed and revealed that the ins passed functional testing and there were no issues when pressing on the ins can. Telemetry was acceptable and long-monitor test functioned without issue throughout 100 hours of testing at body temperature. If information is provided in the future, a supplemental report will be issued.